Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs programmer was not connecting to his scs ipg. Reportedly, the patient's scs ipg has been inoperable since he underwent a kidney stone surgery. A company representative met with the patient but was unable to resolve the issue with troubleshooting. Assessment of the device logs indicated the ipg was disconnected and in unbondable state. Surgical intervention may be necessary to resolve the issue.

Event description:
Follow up information received identified the patient had his scs system removed.